Event description:
The customer received a 50mg/dl difference between blood readings when she tested on the breeze2 and a different meter. She did not provide any additional information. No adverse event was alleged. Test strip information was not provided but meter information was given. A new kit was sent to the customer and she is to return her strips for evaluation.